Event description:
It was reported that there was a problem with a clavicular plate. At 6 weeks after the initial surgery the plate fractured. This led to recurrent pain, bone deformation and surgical resumption. The plate was removed and a new one was put in place. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-2654cl serial/batch number (B)(6) was received for investigation along with seven screws. Functional testing was not performed due to the damage to the device. Upon visual inspection, it was observed that the plate is fractured into two pieces, accompanied by several nicks, scratches and dents on its surface. The thickness of both halves was measured using a point micrometer and found that the dimensions were 0.093 and 0.092 which are in tolerance of the specified 0.090 ± 0.005. The width of both halves were measured using a caliper and found that the dimensions were 0.380 and 0.380 which are in tolerance of the specified 0.380 ± 0.005. The most likely cause of the reported failure is a patient-specific event. According to dfu-0192-9 at revision 0. Warnings. 5. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device.